Manufacturer narrative:
The monitor subject of the reported event was returned to steris for evaluation. Evaluation determined the driver board and fiber model found within the monitor was damaged. The user facility was provided with a replacement monitor. A 1-year complaint review determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the vivid image 4k surgical display switched from having a clear image to a "distorted image with vertical lines." Another monitor was utilized to complete the patient procedure. The procedure was completed successfully. No report of injury.